Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the hand activation on disposables did not work properly, so the foot activation was used to complete the case. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device a was returned in good physical condition. The device was tested with a gen04 and was functional. The hand activation assembly worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process. The analysis results found that the devices b, c, and d were returned in good physical condition. The devices were tested with a gen04 and were functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the devices. It could not be determined why the devices reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process. Devices b, c, and d add'l info: batch# f9gk2h, exp date: 03/2014, mfg date: 04/2009.